Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant medical products: 507652 ra lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient presented with a complaint of syncope. It was noted that the right ventricular (rv) lead exhibited a steady increase in impedances to being high out of range. The lead remains in use. No further patient complications have been reported as a result of this event.